Event description:
This case was reported on (B)(6) 2011 by a physician - local reference (B)(4). This case involves a female, treated with poly-l-lactic acid (sculptra) in 2008 for an unk indication (doses nos). This pt reportedly experienced a miscarriage approx 3 yrs after treatment with poly-l-lactic acid. The rptr suggested the possibility that the pt's body produced antibodies to get rid of the poly-l-lactic acid, and that these antibodies may have led to her miscarriage. Additionally the pt has a number of granulomas in the marionette and nasolabial regions. She has up to 15 granulomas, none smaller than the size of your thumb. The rptr referred to the granulomas as lesions. The rptr stated he treated the pt with steroids (nos) and dexamethasone, but the pt then experienced atrophy for which she was treated with hyaluronic acid (restylane). Significant/relevant medical history and relevant concomitant medications were not reported. Action taken: unk. Corrective treatment - corticosteroid nos, dexamethasone. Outcome - unk. A pharmaceutical technical complaint (ptc) has been initiated. # (B)(4). Pharmacovigilance comment: sanofi-aventis company comment dated (B)(6) 2011: three yrs after the administration of sculptra, this female of unk age experienced a miscarriage (gestational week and details not specified). The physician rptr hypothesized that the miscarriage may have been due to anti-sculptra antibodies that were also reactive against the fetus; there is no supporting diagnostic evidence for this supposition. While a history of multiple pregnancy losses might support the need for add'l investigation into this theory, this case appears to represent an isolated instance of an event that is known to occur in up to 25% of pregnancies. Add'l info is required in order to fully medically assess this case including the pt's demographics, details of the spontaneous abortion and the pt's obstetric/reproductive history.